Event description:
The patient reported having high blood glucose levels before lunch and bedtime. She stated she had blood glucose readings of 183 mg/dl and 294 mg/dl with her normal range being 70-120 mg/dl. She said she had no physical symptoms and lowered her levels by bolusing an additional 3 units of insulin. She stated she has not received any error messages. The patient was instructed to disconnect from her insulin infusion device and attempt to perform a bolus. The bolus was unsuccessful due to air bubbles in the tubing. The patient was then instructed to prime the tubing until insulin came out of the end of the tubing which she did without error. The patient was also advised to change her insulin cartridge and a replacement adapter was sent. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.